Event description:
Manufacturer's ref #: 479791

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number 8010042-2021-01699. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
It was reported that the device generated alarms indicating a communication error, ventilation disabled, ventilation stop, and a power error. The alarms were cleared after the device had been restarted. There was no patient harm reported. Manufacturer's ref #: (B)(4).